Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was alleged that the station had experienced a power failure. A field service engineer found no failures, confirmed that the refrigerator power was present, ensured the connections were tightened, checked the connections of the electronics drawer, removed the dust under the top cover, and tested all drawers and slides. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator experienced a power failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.